Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to pacing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was prophylactically reprogrammed in response to the advisory describing the potential for device circuit error to occur while the device is processing an atrial-sensed event. The clinical data was reviewed and the device subsequently tested out of specification. The device remains in use. No further patient complications have been reported as a result of this event.